Manufacturer narrative:
A device history record review was completed for provided material number 310205 and lot number 230521. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two (2) needles attached to a syringe were returned for evaluation by our quality team. However, upon examination, one (1) of the needles was found to be a non-bd product. The bd needle was examined microscopically and a conical shaped, soft, transparent particle was observed inside of the needle. Bd has investigated this type of clogging issue in the past with different analyses and fourier-transform infrared (ftir) spectroscopy performed. Past investigations have concluded that the clogged material was polyethylene (pe). It was observed that these types of particle are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, we have to consider that bd microlance¿ needles are designed and manufactured to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. Dedicated devices are available from the supplier of the rigid plastic containers. Bd recommends contacting the manufacturer of the container for a detailed list of these accessories. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd needle did not allow fluid to pass through it. The following information was provided by the initial reporter: impossible to inject anything from the needle, stop. The pink injection needle is not working. There have been several from the same package that don't work. Can't inject anything out of it. When did the incident occur? During use.